Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was used and there was a needle stick injury during use. The following information was provided by the initial reporter: material no.; 367283 batch no. Unknown. It was reported that staff has been having needle sticks occur since (B)(6). It was reported that the facility has been experiencing needle sticks since (B)(6) and it happens 3-7 time a month. Customer does not have the lot number or any dates that this has been happening. Would like local sale rep to go out there to train her staff on the proper way to activate the needles.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was used and there was a needle stick injury during use. The following information was provided by the initial reporter: material no. 367283, batch no. Unknown. It was reported that staff has been having needle sticks occur since july. It was reported that the facility has been experiencing needle sticks since july and it happens 3-7 time a month. Customer does not have the lot number or any dates that this has been happening. Would like local sale rep to go out there to train her staff on the proper way to activate the needles.